Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed an allergic reaction under the device. The patient has a history of skin sensitivities. The patient's doctor instructed the patient to take benadryl for the allergies. The patient reported that the irritation has not worsened and continues to wear the device.